Event description:
There was no patient impact associated with this complaint. The patient reported that the pump could not be primed. This report is made based on results of investigation that were discovered during the product analysis.

Manufacturer narrative:
(B)(6). There was no patient impact associated with this complaint. The pump was returned for investigation that was completed on (B)(4) 2012. The evaluation revealed a misaligned pcu4 component on the pcb. The force sensor calibration was found to be high and out of specification. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.